Event description:
The device was used during a laparoscopic cholecystectomy. Ez35w broke (handle wouldn't fire) on 1st firing. An ez35w had just broke on its 3rd firing. 3 guns opened in all. There was no consequence to the pt.